Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging the patient experienced hyperglycemia evidenced by a blood glucose level of 300 mg/dl without any additional symptoms reported. This combination of blood glucose level with no reported symptoms does not meet animas' criteria of a reportable adverse event. No adverse event is being report in association with this complaint. The reporter alleged the pump had a battery life issue. The reporter confirmed that low battery warnings were recorded in the pump's alarm history. No further information was provided. Animas customer support made several attempts to contact the reporter for additional, clarifying information; however, the reporter did not respond. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: the original complaint of the battery life issue was unable to be investigated due to no power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up information was received from the reporter; the reporter stated the battery in the pump was dead upon waking. The patient experienced the previously reported elevated blood glucose as a result of the pump powering off during the night due to the battery being fully discharged.